Event description:
(B)(4). 6 months after insertion I began having a rash on my legs with purpura and vasculitis. I also was experiencing depression and started on wellbutrin xl. In (B)(6) 2009 I was diagnosed with hidradenitis suppurativa and capillaritis. In 2010, I began having irregular periods with painful cramps, worsening stress incontinence and spotting with bms. The bleeding continued and in (B)(6) 2011 I began birth control pills to help control the bleeding. Continued to bleed for the next several months non-stop. (B)(6) 2011 had a colposcopy showing a proliferative endometrium. Discussed an ablation or mirena at this time. Bleeding continued until (B)(6) 2012 when I had an ablation and hysteroscopy. At this pint I was wearing a tampon and on overnight pad and changing them every 1-1.5 hours with large clots and soaking through my clothes. Also, very painful cramps. In (B)(6) 2012 I was diagnosed with uveitis that lasted for 3 months. At this time humira was ordered. Bleeding was still profuse after the ablation. In (B)(6) 2013 I had been bleeding for 3months. I had a transvaginal ultrasound and was diagnosed with adenomyosis. At this time they could see the left coil but not the right. In (B)(6) 2013 I develop pustules on my hands and feet. I was diagnosed with psoriasis (which was later said to be a class effect of the humira). In (B)(6) 2013 I had a mirena implanted. An endometrial biopsy showed simple hyperplasia with atypia. I reported that I had been bleeding since (B)(6) 2013. I had to start methotrexate for the psoriasis which was so bad that I had to have an accommodation at work to not be involved in patient care. I am an ICU nurse. This accommodation lasted 6 months. In (B)(6) 2014 I started stellara after it was determined that the psoriasis was from the humira. In (B)(6) 2014 my enodmetrial biopsy showed polypoid fragments with dyssynchronous endometrium with stromal necrosis = simple hyperplasia without atypia. My follow-up biopsies have been unchanged. Throughout this time I have remained on anti-depressants. I also have a very poor memory that has had me so concerned that I have talked with my pcp about it over the past few years.